Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate (off by 4 minutes). There was no impact to customer's blood glucose. Customer declined to adjust pump time with tandem technical support.